Manufacturer narrative:
Patient age unknown / not provided; patient weight unknown / not provided. (B)(4).

Event description:
It was reported that the abutment screw (B)(4) became loose. There is no reported patient impact and the implant remains implanted.

Manufacturer narrative:
One certain gold-tite hexed screw along with an abutment and attached crown were returned for inspection. A visual inspection revealed that there were minor marks on the screw that were consistent with use. No damage or discrepancies were observed. No device lot number was provided so a device history record review and a complaint history review could not be performed. The comparison of the original and remake determined that the incorrect healing abutment was used resulting in an incorrect abutment to implant interface of the milled abutment.relating to the screw involved in the reported event, a full assessment, including a DHR review could not be performed. No discrepancies or manufacturing deviations were observed during visual inspection of the screw which could cause or contribute to this event. The code on the healing abutment was evaluated in the scan and design. The codes and alignment of the abutments are the same. A comparison was made of the original scan and design, and the remake scan and design. The codes of the healing abutments were observed to be different, indicating that the original abutment size was a 5.0mm and the remake is a 4.0mm diameter interface. The incorrect platform size could cause or contribute to the reported loosening of the abutment and screw. A root cause is related to customer error.

Event description:
No further event information available at the time of this report.